Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the pyxis medstation es (machine is automatically powering down) was confirmed during fse (field service engineer) testing. According to work order 02188621, the fse verified intermittent power down/restart issues. Inspection revealed main drawer 2.1 had a broken retractor band and damaged cable. The fse replaced the retractor band, module controller, and drawer controller, then performed configuration and testing. The station completed a full check successfully. During dchu visual inspection confirms the following returned parts: in good condition, no signs of physical damage or other anomalies: one (1) used pcba pmc v1.06/v0.09bl hh (pn 151630-01 - sn (B)(6)). One (1) used pcba dwr cntlr v1.10/v1 (pn 151622-01 - sn (B)(6)). Non-conforming part: one (1) used assy retractor dwr hh cubie (pn 353844-01). The part arrived broken, with stains, black marks, and bends along the flat flex cable. No other anomalies were observed. No further testing was required. Dchu testing was performed on an esd protected surface using a calibrated digital multimeter to measure resistance and continuity on the following parts, all showing no anomalies and full compliance: pcba dwr cntlr components (d501, mosfet 501, tp501 and mosfet q601). Pcba pmc v1.06/v0.09bl hh component fuse (f201) resistance measurement. The hardware test application (hta) confirmed that the pcba pmc hh and the pcba dwr cntlr all diagnostic tests were completed successfully with no anomalies or intermittent behavior observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue (machine is automatically powering down) was identified as a broken retractor band with stains, black marks. Which can lead to systemic failures such as full device not powering on as reported by customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was automatically powering down. The drawers failed at the same time. It did not allow recovery of the storage space as it began to power down. The machine was plugged into a power source. As per part investigation, it was that determined that intermittent power down/restart issues. Inspection revealed main drawer 2.1 had a broken retractor band and damaged cable. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.